Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebn1426 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient allegedly had a possible reaction to the PICC post flush. The patient allegedly started experiencing a increased level of anxiety, upset, crying complaint of mid abdominal pain radiating to the right side of the body and chest. The patient also complained of shortness and difficulty breathing, the patients face was flushed and red. This allegedly occurred when the PICC was flushed post trimming and extension leg placed and with the placement of the securacath. The PICC was then flushed with 20 ml sterile normal saline. The sherlock navigation system was unable to pick up the tip of the PICC during insertion. PICC inserted according to the lums measurement.